Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 2990832, procode max was cleared in the united states. This part is not approved for use in the united states; however a like device catalog # 2990832, 510k # k073291 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the interbody device broke upon insertion. The top of the cage broke while the surgeon was "hammering" on the inserter. No patient complications were reported. No further information is known at this time.